Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity outside normal use observed in the pump¿s download history. The pump powered on to a blank display with functional auditory and vibratory features. There was no visible damage to the pump casing, and no visible corrosion in the battery or cartridge compartments. Leak testing revealed a display lens leak. The pump casing was opened and there was evidence of moisture residue found on the display flex and connector and on other internal pump components. Additional testing could not be completed due to the moisture damage and the blank display.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the display was blank and there was moisture visible in the ir window. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).